Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and driveline infection could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists the adverse events, including infection and bleeding, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's carrying bag came loose at the connection point between the carabiner rake and the eyelet, through which the carabiner rake was attached to the carrying strap, and the metal hock lock of the bag slopped out. Loosening it caused the bag with the heartmate (hm ) 3 device to fall down. This created a strong pull and tension on the driveline, which in turn led to injury of the skin and bleeding around the driveline exit site. Often a driveline infection is detected at such events through manipulation. In this case, it is still too early to make such a statement, but the patient was harmed. The customer was concerned that the patients may not feel safe wearing their ventricular assist devices (vads). Photos of the defective consolidated bag were reported to be available. The bag with the reported issue was exchanged. The patient did then develop a driveline infection. They were readmitted and treated with antibiotics. The driveline exit site was cleaned and the wound dressing was exchanged everyday.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.